Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 54, 264, 54 and 244 mg/dl. Tests were done within 10 minutes. Pt tested back to back using separate fingersticks and "was also using strips that expired last year to test. "Pt did not experience any adverse events. No further info has been reported.